Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and pacing impedance. The right ventricular lead was capped on 13 jan 2023. The patient was in stable condition.